Event description:
It was reported that a hickman catheter was explanted on (B)(6), 2011 due to a leakage in cutaneous tissue. The catheter was implanted on (B)(6), 2010 in the right v. Jugularis.

Manufacturer narrative:
The complaint of catheter leak (partial break) is confirmed. A partial break in the tubing has been identified 3.1 inches proximal to the distal tip of the catheter at the distal end of the bifurcation site. Gross and microscopic examinations of the break site show broken edges and granular cross sectional veneer that is consistent with a break in the tubing as opposed to a cut with a sharp instrument. During functional testing water was observed exiting the partial break site. At this time, the exact mechanism of damage is unk. No evidence of a mfg defect or deformity is identified. An lhr of 43kpp009 showed no other similar product compliant(s) from this lot number.